Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the spin collar on the male luer is breaking off causing the IV to disconnect from the patient's catheter and leaving catheter open to air. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: (disregard 510k #.